Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no reported impact to the customer's blood glucose level. The customer will use multiple daily injections as a backup therapy to ensure insulin delivery remains uninterrupted.